Event description:
Device 2 of 3. Reference MFR report#: 1627487-2011-05180, 1627487-2011-05402.

Manufacturer narrative:
Results - microscopic inspection of the returned lead extension revealed all wires were broken in the strain relief of the extension header. The outer molding was not damaged; therefore, the damage observed is consistent with the stresses the extension was subjected to while implanted. The lead extension was not tested due to the wires being broken. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.